Event description:
On (B)(6)/2009, pt reported the adhesive on his infusion sets does not stick. He stated, he is lucky to get 2 days use out of the site. Pt reported, he feels like the infusion site falls out after he showers. Pt stated, this has happened over the past few months with multiple boxes of infusion sets. He stated, he can just feel the site come out. Pt reported, he just inserts a new site when this happens. Pt stated the last time this happened was today when he got out of the shower. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced; no product return was requested.

Manufacturer narrative:
Method & results - no product will be returned for eval.